Manufacturer narrative:
The customer's report that the secondary flowed faster than expected was confirmed. Visual inspection revealed the set was missing the check valve component and the expected tubing segment located below the check valve. Functional testing resulted in backflow from the secondary to the primary. The root cause of the reported event was identified as a misassembly during the manufacturing process with no check valve component having been assembled into the set.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported during the start of a secondary ancef (1 gram) infusion hung with a primary infusion of normal saline (500 ml), after the user unclamped the secondary line, the drips flowed faster than expected. The infusion was checked, disconnected from the patient and a new secondary set was hung with the same results. The primary tubing was changed, the line flowed normally as expected, and was reconnected to the patient. No patient harm was reported.